Event description:
Account contact reports: a nurse anesthetist donned the gloves for the first time and her hands became red and started to peel after wearing for an hour. The nurse has known sensitivities and has reacted to face masks and rings on her fingers in the past. There was no medical treatment given.